Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16web, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had the system implanted on (B)(6) 2016 and the consumer was discharged on (B)(6) 2016. The consumer likely had constipation since trial stimulation wss started. On (B)(6) 2016, the consumer visited the hospital urgently as the consumer had never had defecation (bowel movement) after discharge, and received irrigation of colon. Additionally, as the consumer had no voiding (urination), withdrawing urine was started. The consumer was admitted to be observed on (B)(6) 2016. As of (B)(6) 2016 the consumer was being hospitalized. The device settings were noted as 1.0 v, 210 us, unknown impedance, 14 hz/pps, 3+0-, and 24 hrs/day usage. Unknown if anything led to the reported event. On (B)(6) 2016 the stimulation was turned off and the consumer was placed under monitory to check fi symptom improved. The issue was not resolved at the time of the report. The consumer underlying disease included bowel incontinence.

Event description:
Additional information received from the representative reported stimulation was turned off on the 13th. As there was no change in urination as of (B)(6) 2016, the physician considered the event was unrelated to stimulation issue/products. Stimulation was scheduled to be started with output at 1 v on the 20th. The consumer was given 40 drops of laxoberon and evacuated the bowels in the end. The issue was not reversed. An explant procedure was not scheduled under the current situation. Further information indicated that stimulation had been turned back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.